Event description:
Boston scientific received information that this pacemaker had longevity of 1.5 years with magnet rate of 90 pulse per minute (ppm) when checked six months ago. During the recent interrogation, battery status had reached eol with a vvi 50 ppm setting. The device also exhibited high pacing threshold measurement and loss of capture. Automatic capture was believed to be involved but uncertain. This pacemaker was explanted and returned for a post-market analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Manufacturer narrative:
The product has been received for analysis, with initial testing showing a longevity calculation anomaly. This report will be updated upon completion of analysis.